Event description:
It was reported that the patient¿s leads just quit working and he had to have them replaced.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 377760, lot# v004734, implanted: (B)(6) 2006, explanted: (B)(6) 2009. Product type: lead: product ID 377760, lot# v006394, implanted: (B)(6) 2006, explanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3487a-45, lot# j0454529v, implanted: (B)(6) 2004. Product type: lead: product ID 3487a-45, lot# j0454529v, implanted: (B)(6) 2004. Product type: lead. (B)(4).